Event description:
During the balloon assisted onyx embolization, it was reported that some of the onyx hd 500 had migrated to the middle cerebral artery (mca) and was not retrievable. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).